Event description:
The customer used the device to check their blood glucose. They obtained a result of 190 mg/dl. Five minutes later, passed out. Spouse was there and gave them a glucagon shot. For the past month pt has been passing out frequently. They stated they are in line for an insulin pump. Said they ran controls on the system a week ago and the controls were in range. The device was replaced and requested to be returned for evaluation.